Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reports that one patient samples generated an architect clin chem calcium assay result of 4.98 mg/dl on an architect c4000 analyzer. The patient's physician questioned this result as being lower than expected. The sample was retested on an architect c8000 analyzer in the lab and generated a result of 9.14 mg/dl. The customer uses a normal reference range for this assy of 7.20-12.0 mg/dl. Controls have remained within specifications and there were no issues with any other assays. Also, the customer reported the occurrence of error code 5667, unexpected sensor status (down activated and down ok not activated), during the cuvette washer step down movement on the architect c4000 analyzer. A service call was initiated. There is no impact to patient management reported.

Manufacturer narrative:
An abbott field service representative (fsr) visited the customer site to inspect the architect c4000 analyzer. The fsr found that cuvette number 34 was cracked and leaking. This most likely caused the cuvette washer misalignment, which resulted in error code 5667 (unexpected sensor status (down activated and down ok not activated) during the cuvette washer step down movement). The cuvette was replaced. Subsequent instrument operations and test results were acceptable. The cracked cuvette was deemed unnecessary for return to complete this evaluation. A review of complaint tracking and trending metrics was performed and identified no adverse trends or systemic issues in conjunction with the complaint incident currently under evaluation. Any non-conformity was not identified. The architect systems operations manual and the architect c4000 system service and support manual contain information to address the current customer issue. Based on the available information from the customer site and the results of this evaluation, there is no evidence to reasonably suggest that a systemic issue or product deficiency exists.